Event description:
It was reported that the customer had an issue with a leaking reservoir. The customer's blood glucose was high. The customer changed the reservoir and infusion set and her blood glucose levels decreased afterwards. The customer stated that this was not an issue with any other reservoir. Advised that replacement infusion sets and a replacement reservoir would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.